Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 09/24/2015. The fse found that the probe wash collar was misaligned. The fse aligned the probe wash collar, which repaired the leak. The repairs were verified per established procedures. (B)(4).

Event description:
The customer reported a leak from the rinse block of the coulter lh 500 hematology analyzer while running latron controls. The volume of the leak was about 1 ml and was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.